Manufacturer narrative:
Date of event estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated and the reported slda was due to challenging patient anatomy and recurrent mitral regurgitation is an outcome of slda. The reported patient effects of mitral regurgitation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet and the mr increased, requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat functional mitral regurgitation (mr) with a grade of 4. Four mitraclips were implanted, reducing mr to 2. On an unknown date, it was noted on the ntr clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)) and the mr increased to 4. The patient was sent for surgery on (B)(6) 2020. No additional information was provided.